Event description:
Customer reported that his reports showed that the insulin pump had been suspended for three days, but that the blood glucose had been stable. The reports also showed that 300 units of insulin were delivered four times on (B)(6) 2014. Customer reported that the info was incorrect. Customer also needed assistance turning off the auto off feature. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.